Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left circumflex artery. A 3.00mm x 12mm nc emerge mr balloon catheter was advanced for dilation. However, during first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and patient condition was good.

Manufacturer narrative:
(B)(6).